Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 the patient presented pain and underwent a lumbar spine MRI which demonstrated lumbar spine posts surgical changes without evidence of significant disc abnormality and moderate to severe l3-l4 facet arthrosis. On (B)(6) 2011 the patient presented occasional back leg pain and constant low back pain that extended into the buttocks and was worse with ambulation or activity. The patient reported no improvement since surgery. Ap and lat spine x-rays showed a well fused segment at l4-5 and l5-s1. The patient expressed that the chronic pain was having a significant effect on quality of life. Patient was noted as perhaps experiencing depression. On (B)(6) 2011, and (B)(6) 2012 the patient presented chronic intractable pain; difficulty getting up, lifting, walking, standing and sitting. The patent also presented limited rom secondary to pain and exacerbation of pain with flexion and extension. The patient had tenderness to palpitation of the lumbar sacral spine l3-s1 bilaterally and radiation into the legs bilaterally. The patient was using a tens unit for myfacial pain syndrome. The patient was experiencing depression. On (B)(6) 2013 the patient presented chronic intractable pain; difficulty getting up, lifting, walking, standing and sitting. The patient was sitting on his right buttocks due to severe tailbone pain. The patent also presented limited rom secondary to pain and exacerbation of pain with flexion and extension. The patient had tenderness to palpitation of the lumbar sacral spine l3-s1 bilaterally and radiation into the legs bilaterally. The patient was using a tens unit for myfacial pain syndrome. The patient was experiencing depression. On (B)(6) 2013 and (B)(6)2013 the patient presented chronic intractable pain; difficulty getting up, lifting, walking, standing and sitting. The patent also presented limited rom secondary to pain and exacerbation of pain with flexion and extension. The patient had tenderness to palpitation of the lumbar sacral spine l3-s1 bilaterally and radiation into the legs bilaterally. The patient was using a tens unit for myfacial pain syndrome. The patient was experiencing depression. On (B)(6) 2013 the patient presented chronic intractable pain; difficulty getting up, lifting, walking, standing and sitting. The patent also presented limited rom secondary to pain and exacerbation of pain with flexion and extension. The patient had tenderness to palpitation of the lumbar sacral spine l3-s1 bilaterally and radiation into the legs bilaterally consistent with l5 dermatome. The patient was using a tens unit for myfacial pain syndrome. The patient requested a cane for ambulation. The patient was experiencing depression. The patient also complained of abdomen and groin pain and reported having problems with ejaculation including blood in the fluid. On (B)(6) 2013 the patient presented pain and underwent a caudal epidural steroid injection. No patient complications were noted. On (B)(6) 2013 the patient presented chronic intractable pain; difficulty getting up, lifting, walking, standing and sitting. The patent also presented limited rom secondary to pain and exacerbation of pain with flexion and extension. The patient had tenderness to palpitation of the lumbar sacral spine l3-s1 bilaterally and radiation into the legs bilaterally consistent with l5 dermatome. The patient was using a tens unit for myfacial pain syndrome. The patient also reported having difficulty ejaculating during urination, while sleeping, and at various times during the day. He stated the fluid was blood tinged. On (B)(6) 2013, (B)(6) 2014 the patient presented chronic intractable pain; pain in scrotum; difficulty getting up, lifting, walking, standing and sitting. The patent also presented limited rom secondary to pain and exacerbation of pain with flexion and extension. The patient had tenderness to palpitation of the lumbar sacral spine l3-s1 bilaterally and radiation into the legs bilaterally consistent with l5 dermatome. The patient was using a tens unit for myfacial pain syndrome. The patient was experiencing depression.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient presented chronic low back radiating to lower extremities with some weakness and numbness. The patient had the preoperative diagnosis of severe spondylosis l4-5, l5-s1 with positive discogram findings at l4-5, l5-s1. The patient underwent surgery that consisted of an anterior lumbar interbody fusion l4-l5, l5-s1; posterior spinal fusion with percutaneous bilateral instrumentation, l4-5, l5-s1; anterior interbody device placement with instrumentation, l4-5, l5-s1; and arthrodesis performed with (osteobiologics) infuse and actifuse. Per the operative report"... They were unpacked sterilely and filled with osteobiologics as noted above that had been reconstituted appropriately. This device was then gently tamped in position and following this, the anterior plates were then placed into the device and the vertebral bodies at l5 and s1 appropriately. They were secured in position. Additional bone graft material was placed around the interbody device...attention was turned to l4-l5 level... The appropriate sized device was unpacked sterilely and filled with the osteobiologics noted above. It was gently tamped into position using the appropriate handle and secured with the anterior instrumentation and placed appropriately using fluoroscopic image intensifier to verify the position following this additional bone graft was then placed around the device..."two fluoroscopic images were taken intra-op to verify size and location. No patient complications were noted. On (B)(6) 2010, in a post op follow-up, the patient underwent ap and lateral x-rays which showed bilateral pedicle screws with posterior fixation device extending from l4 and s1 levels; anterior fixations device with intervertebral disc prosthesis at the l4-5 and l5-s1 levels; and no subluxation noted. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010 the patient presented with back and incisional pain, muscle aches, muscle weakness and swelling in the extremities. On (B)(6) 2010 the patient presented with stomach pain, muscle aches, muscle weakness and back pain. Per the doctors notes ap and lateral x-rays revealed implants in good position at l4-5 and l5-s1. On (B)(6) 2011 the patient presented with muscle aches; muscle weakness; back pain; and swelling of the extremities. Per the doctors notes ap and lateral x-rays showed ongoing fusion along l4-s1. On (B)(6) 2011 the patient presented with low back pain. Per the doctors notes ap and lateral x-rays showed ongoing fusion at l4-5 and l5-s1 with the implants and instrumentation in good position. On (B)(6) 2011 approx.10 months post op. The patient presented with chronic low back pain and rare leg pain unimproved from surgery. Pain extends from back into the buttocks and is worse with ambulation or activity. Per the doctors notes ap and lateral x-rays showed well fused segment l4-5 and l5-s1.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 fluoroscopy lumbar show anterior interbody spacers with flexible blades within bodies above and below at l4/5 and l5/s1. With the second set of fluoroscopic images posterior pedicle screws are seen within l4 and s1 spanned by sextant rods. (B)(6) 2010 lumbar x-rays final films verify what was seen on c-arm. Anterior spacers are in place at l4 and l5 with flexible blades within the bodies above an below each disc space. Pedicle screws span the construct from l4 to s1.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.